Manufacturer narrative:
The device was returned to olympus for evaluation revealing that aside from the white foreign material that obstructed the nozzle, several other issues were found. These included air leakage located around the scope cover due to wear and tear, deterioration of the glue in the bending section cover or distal sheath with visible winding thread, cracks in the light guide rod lens (3x), deteriorated gluing of the light guide lens, chipping and deterioration of the charged couple device lens, dents in the plastic distal end cap, wrinkles in the connecting tube 10mm from the glue, wear and tear on the grip unit, wrinkles in the universal cord, damaged electrical contacts of the plug unit, out-of-spec angulations, and out-of-spec resistance values for insulation at the distal end and insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, an insufflation problem with the evis exera iii colonvideoscope. It is unknown when the issue occurred. The device was returned for evaluation. During the device evaluation, it was found that the nozzle is clogged by a white colored material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.